Event description:
It was reported that about 3 months post a coronary drug eluting stenting treatment procedure, an aneurysm had developed. In 2005, the physician had implanted a taxus express2 2.75x28mm drug eluting stent in the left anterior descending (lad) artery. The pt returned 4 month later for a planned intervention due to chest pain. An aneurysm was found in the lad where the taxus stent had been implanted. No medical intervention for the aneurysm was performed. The physician went on to stent the right coronary artery with a cypher stent and a liberte' stent and the circumflex artery with a mini vision stent. The physician did not think the chest pain was caused by the aneurysm. He does feel, however, that the aneurysm is related to the taxus stent because the aneurysm was not present prior to the stent implant and no other aneurysm have been found anywhere else. There were no further pt complications. Pt status is satisfactory.